Event description:
The physician was treating a patient who presented with a distal right m1 and m2 occlusion. The patient was transferred from a nearby hospital at 3:30pm. Upon arrival, the patient's nihss score was 17. Following the imaging, it was noted that the patient's ischemic stroke originated with a right m1 occlusion extending from the bifurcation of m2 into the ica. The concentric retriever was deployed at 6 hours from onset of symptoms. Following the deployment, the physician torque the retriever 2 1/2 turns counter clockwise. The physician began to pull back on the system during the first pass and noticed very quick proximal stretching of the first loop. Upon visualizing this, the physician attempted to resheath/advance the microcatheter over the retriever when it snapped. The retriever fractured in the m1. The physician attempted to retrieve the tip with a merci retriever x5, but was unsuccessful. Post angio exam was stable. Post angio CT demonstrated some hemorrhage/contrast in ischemic bed with a small amount of intraventricular extension. The patient remains in ICU and in stable condition. Per the physician, no patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire fractured proximal to the platinum coil proximal solder joint. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. Based on the results of the investigation and the information provided by the site, the most likely cause of the fracture appears to be not positioning the microcatheter as indicated in the instructions for use. The manufacturing records for concentric retriever l5 device, lot number, 32331, were reviewed and no anomalies were found that are related to this complaint.